Manufacturer narrative:
Tech found that the left foot caster could not adjust to hold. He replaced the left foot caster and the brakes functioned as properly. He found this stretcher out of service in a bed repair area and there were no alleged injuries.

Event description:
Hill-rom tech alleged that when the brakes were engaged, the foot end casters did not hold due to the left foot caster.